Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and mostly distributed in the market (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 27 closed samples and 1 open sample (without packaging) with the needle detached from the thread. Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength of all closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.68 kgf in average and 0.27 kgf in minimum (ep requirements: 0.23 kgf in average and 0.11 kgf in minimum). We have checked the batch manufacturing record of this product and there was an internal nonconformity, but it was released into the market fulfilling usp/ep and b. Braun surgical requirements. Needle attachment strength results before releasing the product were 0.81 kgf in average and 0.33 kgf in minimum and fulfilled ep requirements. Final conclusion: although the results of the closed samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that the needle and thread are detached in originally package. No further information has been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.